Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the patient called the hcp on (B)(6) 2019 and reported they were unable to increase past 0 ma. Upon interrogation, it appeared the patient had either fractured or disconnected their 0-7 lead as electrodes 2, 3, 5, 7 read ¿do not use¿; they were able to successfully program. The patient called on (B)(6) 2019 and reported again that they were unable to increase past 0 ma; an interrogation on 2019-nov-13 showed electrodes 2, 3, 5, 7, and 6 were out of range. The patient had uncomfortable stimulation in their right leg with certain movements and minimal relief with the stimulator settings. It was noted that the event resulted in an unscheduled clinic or office visit, and was related to the device or therapy and not related to the implant procedure. Interventions taken included repro gramming on 2019-nov-06 and 2019-nov-13. The cause of the high impedance was unknown, and the outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had gotten the setting not available message. When the patient tried to decrease they had to decrease to 0ma and still had the same message. It was noted that the implant was charged, there were no falls and the electrodes in use were 2, 3, 5 and 7. When the patient was seen the electrodes were checked and showed as red/avoid. The patient was reprogrammed and was doing well with no further messages. The indication for use was spinal pain. No patient symptoms reported.

Event description:
Additional information was received from the hcp. They stated that on (B)(6) 2019 the suspected lead issue was not confirmed. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.